Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock (ias) due to myopotential noise oversensing. It was noted that the patient had recent sternotomy received an ias while showering himself for the first time with arm above the head. The noise was not able to reproduce, however, it was noted change in system impedance and amplitude. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Currently, this device remains in service and no adverse patient effects were reported.